Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 250 mg/dl. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. Customer stated that multiple large bubbles are present along the tubing length. The customer was advised to deliver a 5unit fixed primed into air until bubbles are no longer visible. Customer was asked to remove reservoir out and she had a lot of air bubbles in the reservoir. Customer was advised to changed set. Customer was advised to run a self-test and pump passed.